Event description:
It was reported that 10cc sterile water syringe for balloon inflation was only 3cc volume and had not cap on it. Please note that kit had the yellow sticker stated no sterile gloves which was recently requested to be remember from their shelves and replaced with kit that had nec parts.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 10cc sterile water syringe for balloon inflation was only 3cc volume and had not cap on it. Please note that kit had the yellow sticker stated no sterile gloves which was recently requested to be remember from their shelves and replaced with kit that had nec parts.